Manufacturer narrative:
Customer is claiming false negative for flu a because they tested negative for flu a using ihealth test on "(B)(6)" then tested positive for flu a at the hospital. The hospital conducted molecular testing. The manufacturer retested the lot (242cf10514) with flua positive samples, no false negative for flua were detected.

Event description:
Event details: I purchased a 4 pack of flu/covid tests. We had to use the whole box and they all said my young son who is a cardiac patient was negative for all 3.... He got worse and we took him to the hospital only to find out my son who is high risk was actually positive for flu a. I wasted (B)(6) for none of them to let us know he was so sick.